Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility an impella 5.5 placement for a patient for support during high-risk cardiac procedure. It was noted of successful placement of impella 5.5 via direct approach using tee guidance. During support it was noted that the patient was resting on impella support at p5. However, had a few runs of ventricular tachycardia (vt), the pump was pulled back 1cm and no further vtach was noted. It was noted that the patient had ectopy at baseline. In addition, the patient went into atrial fibrillation, amio was started. The 5.5 was successfully weaned and explanted. However, it was reported that despite explant being uneventful. Subsequently the patient was discharged and has been outpatient. However, presented back with complaints of leg pain, found to have an ischemic leg. Workup included a CT scan that showed a thrombus in the ascending aorta at the level of the impella graft remnant. No extravasation of contrast noted in graft. Patient required percutaneous thrombectomy with resolution of ischemia. Notable, patient was on eliquis at home. Plan to anti-coagulate with coumadin, no surgical intervention planned.